Manufacturer narrative:
(B)(4). Although requested, the serial number of the ventilator was not provided therefore the device manufacture date is unknown. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that at a time of maintenance the ht50 ventilator "fault bat sys" was displayed. No patient involvement.